Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, it was impossible for the customer to put the 8mm monopolar curved scissors (mcs) instrument back in line in order to remove it as it was perpendicular to the wall. The trocar and the instrument had to be removed at the same time; then the tip of the mcs instrument had to be broken off with a forceps to remove the trocar from the instrument. There were four lives that remained. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with damages observed. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. Prior to the issue, the instrument had been in use for approximately 2hours 30minutes. The instrument did not collide with any other instruments or other hard materials. There were no fragments that fell inside the patient¿s anatomy, nor has the patient returned to the hospital due to post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken main tube approximately 40mm from the distal tip. A piece measuring proximately 7.00mm x 7.15mm was not returned with the instrument. The all-distal components adjacent to this broken main tube are sawed off, missing, and have not been returned. The instrument was found to have a broken/sawed off conductor wire at this breakage of the main tube extension. No signs of thermal damage were observed. The instrument was found to have a broken grip cables at the breakage of the main tube extension. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. The instrument was found to have a broken distal pitch cables at the breakage of the main tube extension. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.